Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to 27 mg/dl. The customer stated they were able to treat for their blood glucose. It was also found the customer was confused, sweating and began to panic from their blood glucose. The customer declined to troubleshoot for their blood glucose. The customer declined to return the insulin pump for analysis.